Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, as a left leg, device plc141000j was deployed. During attempt to push up, left internal iliac artery was unintentionally covered by the plc141000j device. No treatment was performed for the coverage and the patient tolerated the procedure. The physician stated that the space of the aneurysm might be not enough. Reportedly, the treatment length was 8 cm and the fsa recommended to use two 7 cm length devices. However the physician determined that the 10 cm length device could be pushed up and implanted.